Manufacturer narrative:
Additional patient information was requested from the customer. The customer stated they have limited patient information. If additional patient information is received, a supplemental report will be submitted. The device was not returned for analysis and complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned or if additional patient information is received, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchor that connects the bands broke on an endsnorz sleep appliance (silent nite 3d) device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury and no medical and or surgical procedures were required. It was reported that the patient has not discontinued using the device.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found; the left anchor appears to be broken. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).